Event description:
It was reported that the patient's pocket was red and had eroded due to a developed infection. The device was explanted on (B)(6) 2012.

Manufacturer narrative:
Analysis was normal.

Manufacturer narrative:
Review of quality records.